Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and informed the customer the system had defective darlington transistors and the generator driver board needed to be replaced. The customer declined to have the service representative fix the system. No further information is available.